Manufacturer narrative:
Submit date: 1-9-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. There were vertical lines on the display. The vertical lines made the display illegible. The lcd screen was partially functional.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿vertical lines on the display and a pump error occurred. The vertical lines made the display illegible. The lcd screen was partially functional.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.